Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a pump reset, after which the error did not reappear, and the caller was instructed to wait 20 minutes before starting a new sensor session.